Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having a connect battery alarm the weekend of (B)(6) 2021 while on battery power. The patients batteries and clips were changed out and the alarms persisted. There was no further note of alarms since or seen on ventricular assist device (vad) interrogation. The black and white power cables on the controller appeared to be intact without any defects. The driveline was intact without bending or cracks. The log files were sent for review and captured persistent pulsatility index (pi) events on (B)(6) 2021 between 15:10-17:41, that seemed to overwrite the connect battery alarm. The alarms resolved and no devices will be returning to abbott. The cause of the pi events was thought to be hemodialysis session that was terminated due to nausea /dizziness with a mean arterial pressure between 80-85, which is low for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect battery alarms active on (B)(6) 2021 at 8:56am was confirmed via the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 3 hours on (B)(6) 2021 (15:06:33 ¿ 17:47:25 per the timestamp). There were no notable atypical alarms active in the log file. Provided information stated that the serial number of the controller is (B)(6), and that the alarms have subsided per patient and nursing staff. The device is not returning as it remains on the patient. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 25sep2018. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use (IFU) (rev. C), under section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.